Manufacturer narrative:
(B)(4). The device associated with this report was not returned. The product lot code was not provided. A search of the complaint database against the reported product code found additional reports of mating end breakage. A design modification to change to the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in december 2012 via (B)(4) (rev. F). The design was modified to reduce incidence of instrument failure. Modification to match existing hp universal handle/slap hammer attachment feature where limited failures seen. The investigation could not verify or identify any product contribution to the current reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The universal handle broke.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not provided. A search of the complaint database against the reported product code found additional reports of mating end breakage. A design modification to change to the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in december 2012 via eco400749 (rev. F). The design was modified to reduce incidence of instrument failure. Modification to match existing hp universal handle/slap hammer attachment feature where limited failures seen. The investigation could not verify or identify any product contribution to the current reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.